Event description:
Received info stating customer's pump has not been holding a charge.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a follow up report will be submitted.